Event description:
The doctors claim that during an abdominal aortic aneurysm (aaa) replacement, in a patient with polycythemia, the graft leaked blood from its bifurcation area (crotch); the quantity of blood that leaked from the graft and the length of time of the leakage is unknown and unattainable. The doctors have stated that, as usual, the graft was not preclotted prior to the operation. The patient had received 5,000 units of heparin. The bleeding was controlled with hand-pressure and soon after the neutralization of the heparin with protamine, the bleeding stopped. The exact cause of the event was reported as unknown. There was no injury to the patient. The patient is doing well, now. Note: not preclotting this non-sealed device prior to insertion in a patient is contrary to the warning in the instructions for use. Addtional note: the graft was left in.